Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that though the radiofrequency programmer head interrogated, its uplink functional tests were out of specification and the cable was replaced to resolve the issue. It was further noted that the lens in the upper case was cracked and the upper case was therefore replaced. (B)(4).